Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was selected to dilate the lesion. However, it was noted that a portion of the balloon catheter broke off inside patient.